Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. For the past week or so prior to the event, the patient found it harder to charge the ins. It was noted this could be due to their swollen abdomen, which was where the ins was implanted, although the patient was not too worried about the difficulty charging. The patient was worried about the battery depletion as they had been charging it to over half full, which takes a few hours, and then finding it on low without even one bar of charge left the following night. Previously, the device would last a couple of weeks at this level, and the patient's programming hadn't changed. It was noted the patient had an unrelated abdominal surgery about a month prior to this event. No patient symptoms/complications were reported as a result of this event.